Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented at a follow-up post-procedure, higher than anticipated thresholds were observed on the right atrial lead. It was also noted that the patient had frequent preventricular contractions. The lead was repositioned on (B)(6) 2020. The patient was stable after the procedure.